Event description:
It was reported that the ventilator was not cycling. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Nstalled MRI battery, sintered filter, and orings for the pm. Replaced damaged alarm cable harness and instruction label. Performed pm testing, adjusted CPAP needle - out of tolerance, cleaned and affixed service label. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.